Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.

Event description:
On (B)(6) 2008, the lead sense/pace portion of the lead was capped due to high pacing thresholds. On (B)(6) 2010, the patient received multiple shocks due to noise on the second rv lead (B)(4). Clavicular crush was suspected. The leads were removed.